Event description:
It was reported the bronchofibervideoscope's light sourced dimmed to the point of precluding visibility. The malfunction occurred during a diagnostic bronchoscopy procedure. There were no reports of patient harm and the intended procedure was able to be completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.